Event description:
A nurse manager reported anterior chamber movements "coming up" during a cataract surgery with intraocular lens implant. The surgeon "had to leave masses" and stop the procedure. After the procedure, the surgeon noted that the vacuum parameter was set higher than his usual parameter. Additional information has been requested but not received to date.

Manufacturer narrative:
The surgeon noticed that his normal vacuum setting at 300 mmhg was changed to 525 mmhg. A company service representative performed preventive maintenance previously. The system was then tested and met all product specifications. The company service representative, who performed the system service, was not allowed to make changes to the setting parameters. A few days before the incident, the company representative made a copy of the settings and found that the surgeon had two (2) settings saved. One setting was at the maximal aspiration in quartier at 300 mmhg and the second setting was at 525 mmhg. The most likely cause of the reported event is user error by mistakenly selecting the undesired vacuum setting. There was no system service performed on for this reported event. How the surgeon vacuum setting was changed to higher than his usual settings remains unknown. There was no sample returned for evaluation and no additional provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate (B)(4) similar report for this system, which is specifically related to this complaint file. The root cause could not be determined. (B)(4).